Event description:
It was reported that asymptomatic patient presented in-clinic for follow-up, and post-paced t-wave oversensing was observed on stored egm. Reprogramming changes were recommended and performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.